Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer required assistance from the contact to address bg with a manual injection. Customer reverted to an alternate method of insulin therapy.